Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was separated by itself. The damage occurred between the hard plastic part and the catheter itself.